Event description:
It was reported that during implant and after several attempts to position the right ventricular (rv) lead, the rv pace lead impedance was very high along with difficulty to extend and retract the helix. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed and no anomalies were found. However, the inner tubing of the lead was kinked/buckled. Blood was present in/on the helix/lobe mechanism and sleeve head. Visual analysis revealed that the lead appeared damaged at implant.